Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was being seen for a device replacement procedure. The device had been in storage mode since 2012 and the patient had not been seen for follow up in over two years. The device was explanted and replaced. There were no adverse patient effects reported. It was unknown if the device was to be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.